Event description:
The device was returned because the device had stopped delivery after a few seconds from start, error 41622 and 1003 appeared. The results of the investigation found that the device had a faulty camflex sensor. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a faulty camflex sensor was found. The camflex sensor was replaced to fix the issue.